Event description:
Reporter stated that user at account reported that when unit was turned on all motors were turning in the high speed mode, that all display panels were blank and there were no alarms. The unit was not usable. Even so, the reporter advised the user not to use the unit, which was swapped out. No pt involvement. This was classified as a complaint because the reporter felt that there was the remote possibility that fluid could have flowed in to a final container under different circumstances. 10/28/96.